Event description:
It was reported the bronchovideoscope image was not displayed. The issue occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.